Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer treated manual insulin injections. The customer reported a motor error alarm from the insulin pump during basal. The customer also reported a no delivery alarm from the insulin pump after trying to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.